Manufacturer narrative:
Product analysis confirmed the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Product analysis confirmed the report of fluid loss based on identification of a fluid leak in both cylinders due to fatigue and cylinder on cylinder wear. A leak was also identified in relation to the reservoir krt due to wear. The lot information was not provided for the returned components so a DHR review could not be performed. Potential emerging trends are captured as part of the post market signal evaluation and escalation process (92297433). The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). A surgical procedure was performed in which the all the components were removed and replaced with a new ipp device. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The ipp was replaced due to loss of fluid in the system. There were no patient adverse effects.